Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a

Event description:
It was reported that "bleeding was observed at the tubing connection interface after the catheter inserted". As a result, the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".